Event description:
It was reported that patient underwent primary hip surgery on (B)(6), 2008. Patient felt sudden severe pain after moving a closet and subsequently had a revision procedure on (B)(6), 2013 due to fracture of the ceramic head. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Product was returned and evaluated. The evaluation identified product was manufactured according to specification. There are no indications of any pre-existing material defect. Secondary metal transfer as a result of contact with metal parts after the fracture event can be found on the ball head. One primary fracture surface can be identified. Due to secondary damages, the corresponding fracture surface and the fracture origin cannot be determined. A disturbance at the interface between stem and ball head leading to an increase of stresses, probably caused the fracture of the ceramic ball head.